Manufacturer narrative:
The reported allegation could be verified as a software issue in the cobas infinity software, as the cobas infinity software is not sending the rule engine test marks via host communication agent even though they are correctly mapped in the "notifications" screen. The event occurred in: (B)(6).

Event description:
The initial reporter stated that there is a problem with the cobas infinity software (version 3.01.03) that could affect the interpretation of patient results. During pre-production, the customer reported that when adding a test mark rule using the rule engine, the rule is not being sent to the external host. This could affect how or if patient results are flagged and their interpretation. As the issue was detected by the customer in a pre-production environment, there was no effect on patient results.